Manufacturer narrative:
Evaluation summary: during baxter's product evaluation, the reported condition of fails to alarm when the bag box is open was confirmed, due to the bag holder magnet being detached from the lock and stuck onto the rear case. The magnet was reattached to the bagholder to rectify the issue. The device was returned to the customer on 01/30/08. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor reports for possible trends.

Event description:
The facility representative reported that the device failed to alarm as intended, when the bag box was open. This incident occurred at an unknown time. No pt injury or medical intervention was reported. No additional info is available.